Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - this lead displayed increased impedance of 2285 ohms. It had been increasing since (B)(6) 2015. The shock impedance had not changed. It was decided to replace this lead, but the lead could not be removed. It was then capped and replaced.